Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found, an output anomaly was confirmed in the laboratory. The device was tested on the bench and the hv output circuitry was damaged. A u1 anomaly was observed on the bench. The cause of the anomaly remains unknown.

Event description:
This report is to advise of an event observed during analysis.